Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR #'s 1225714-2014-00745 and 1225714-2014-00746.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products: associated mdrs #1225714-2014-00745 and 1225714-2014-00746.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs #1225714-2014-00745 and 1225714-2014-00746. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
Add'l info was received alleging that the event was sudden in nature.